Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) patient result on an atellica ch 930 analyzer. The result was not reported to the physician(s). The customer used the same sample and an alternate atellica ch analyzer to perform repeat testing. The repeated result was higher and considered correct. The customer reported the repeat result to physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer noted that quality control (qc) was within range on the day of the event and observed no instrument malfunction. Siemens checked qc and calibration data and stated no issue. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00058 on 28-feb-2022. Additional information (28-feb-2022): siemens reviewed the information provided. Quality control (qc) was in range, and no issue was noted with other patient samples. The atellica ch 930 analyzer and reagents were performing acceptably. The cause of a falsely depressed enzymatic creatinine_2 (ecre_2) result on one patient sample is unknown. Siemens completed the investigation and cannot rule out contributing factors such as sample integrity and preanalytical variables as potential causes of the event. The analyzer is operating as specified and requires no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.